Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent blood glucose (bg) levels ranging from 237-297 mg/dl and the cause was not known. The infusion set was changed multiple times. The customer would correct bg by using the pump or insulin injection. Due to delivering too much insulin to compensate for the high bg, it would go too low (48 mg/dl at its lowest). Food would be consumed to address the low bg. The customer did not know how she was delivering too much insulin. As the events had occurred in the past, tandem technical support advised the customer to discuss them with a healthcare provider.